Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device, and it was determined that the failure reported by the customer ¿xmax tube (hose) is excessively oily¿ was confirmed. It was determined that the failures were due to the device being tampered with/unauthorized repair (failure to follow instructions). It was further determined that the most probable cause for the defects found to the hose and other failures were caused by an unauthorized repair (failure to follow instructions). The assignable root cause was determined to be traced to the user, which is user error. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the tube of the motor device was excessively oily. It was reported that there was a 5-10 minute delay in the procedure due to the event. It was reported that there was an unspecified spare device available for use. During in-house engineering evaluation it was observed that the hose was not attached correctly - not crimped properly and the crimp and set screws were loose, it leaked oil, and the hose was not the original manufactured hose (aftermarket). There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.